Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information - the complaint and x-ray image were reviewed by a depuy synthes medical director who was not able to confirm plate breakage from the provided x-ray.

Manufacturer narrative:
Additional narrative: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing location for part (B)(4)/ lot 6934761 is (B)(4). Product manufacture date: 17may2012. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 2.7 / 3.5mm titanium va-lcp distal humerus plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was a revision case due to non-union. The implant was found broken inside the patient. The patient was revised with another synthes implant. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the plate shows strong traces of damage. The plate is broken into two (2) pieces at the seventh hole. Furthermore, the threads are badly worn out. The measurable dimensions were checked as far as possible and found to be in compliance with the technical drawings and specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength, or structural stability. The values were in compliance with specifications and with the international standards. No manufacturing related issues were identified and/or confirmed. Visual inspection: the plate was found broken and two screws are broken, too. Only the shafts were returned. There were also eleven (11) unknown screws received that were all intact. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was also reported that two (2) screws also failed.